Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed help programming his new pump. The customer¿s blood glucose was unknown. He also stated that he received a battery out limit alarm before trying to program when he tried to put in a battery. The customer was assisted with programming but declined troubleshooting for the battery out limit alarm. The pump was programmed successfully. The insulin pump will not be returned for analysis.